Event description:
The manufacturer became aware of a pmcf final study report that was conducted by (B)(4) university healthsystem, us. The title of this report is ¿a retrospective data collection of the treatment of shoulder joint replacement with the aequalis flex revive shoulder system¿, which is associated with the stryker ¿aequalis flex revive shoulder ¿system. This report includes analysis of the clinical data that was collected on 49 patients, the cases in this study range from february 2019 to january 2022. During the review of the report, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that one patient experienced nerve damage from surgery, persistent pain, and loss of range of motion. The report states: ¿ (B)(6) man with painful high riding shoulder hemiarthroplasty was revised to a reverse tsr with a revive stem. Following healing, the patient continued with persistent pain up to 10/10 at 4 months post-operatively. Alleged had been informed there was some sort of nerve damage from the surgery. He also had apparently had previous nerve damage and had been using morphine to control the pain. When last seen 8 months post-op, he continued with very limited rom and constant pain. A CT scan identified heterotopic bone inferiorly potentially causing impingement. Patient has since been lost to follow-up but requested his medical records.¿

Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged nerve damage, persistent pain. And loss of range of motion could not be confirmed, since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Manufacturer narrative:
Correction: please refer to b2 - outcomes attributed to ae.

Event description:
The manufacturer became aware of a pmcf final study report that was conducted by northshore university healthsystem, us. The title of this report is ¿a retrospective data collection of the treatment of shoulder joint replacement with the aequalis flex revive shoulder system¿, which is associated with the stryker ¿aequalis flex revive shoulder ¿system. This report includes analysis of the clinical data that was collected on 49 patients, the cases in this study range from february 2019 to january 2022. During the review of the report, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that one patient experienced nerve damage from surgery, persistent pain, and loss of range of motion. The report states: ¿ 73 y.o. Man with painful high riding shoulder hemiarthroplasty was revised to a reverse tsr with a revive stem. Following healing, the patient continued with persistent pain up to (B)(6) at 4 months post-operatively. Alleged had been informed there was some sort of nerve damage from the surgery. He also had apparently had previous nerve damage and had been using morphine to control the pain. When last seen 8 months post-op, he continued with very limited rom and constant pain. A CT scan identified heterotopic bone inferiorly potentially causing impingement. Patient has since been lost to follow-up but requested his medical records.¿